Event description:
Reported as "band ersosion with removal and no replacement of the lap band".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 11/oct/06. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Erosion is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Performance tests indicate leakage from the bottom of access port. The leakage does not appear to be related to the reported event and may have occurred during port removal and replacement or may have occurred during its return to inamed corporation. Analysis of the returned device confirmed damage to the buckle, shell and ring of band. We believe all of the damage was likely caused during surgery to remove the device. Analysis of the returned device confirmed erosion to the ring of band. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required".